Event description:
It was reported that the pacer dependent, asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited drop in impedance and rise in capture threshold. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.